Event description:
It was reported to boston scientific corporation that a microknife xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the needle knife would not advance out of the sheath. The procedure was completed with another microknife xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok". This event has been deemed a reportable event based on the investigation results; "wire (needle) broke". Information from the account indicates they did not notice any needle detachment within the patient.

Manufacturer narrative:
Patients age is unknown; however, the patient is over 18 years of age. (B)(4). Device evaluation: a visual examination of the returned device found that the needle was in a retracted position and the working length of the device was twisted. A functional evaluation found that the needle could not be extended out of the catheter. Upon actuation of the handle, the working length tensed/coiled near the proximal end. The distal tip extrusion was cut open to evaluate the needle and found that the needle length did not meet specification. This indicates a portion of the needle detached. The needle also appeared discolored. During manufacturing, tome devices are 100% so the broken needle is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.